Event description:
It was reported that the user inadvertently dislodged the infusion set, resulting in an interruption of insulin delivery, after which the user was guided to place a new infusion site and reconnect, with delivery resumed; blood glucose at the time was 161 mg/dl, and no alarms were reported. Symptoms included no reported adverse clinical effects. Outcomes included no injury and no medical intervention beyond routine troubleshooting and education. Investigation included customer interview and technical support troubleshooting. Investigation of this case revealed user handling contributed to an infusion set deployment or connection issue. It was concluded that the device functioned as designed and that the event was attributable to user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.